Event description:
The account alleged the unit has no head up function and they are unable to use the foot pump to manually raise the head. He was also unable to raise the head of the bed while in position sensor calibration.

Manufacturer narrative:
The account indicated the solenoid had no magnetic, pull but it must have had it because he switched the coil and wires from s1 to s3 which caused the head up to run the knee up and the knee did not run the head. Repairs have not been completed.